Event description:
Information was later received from the health care professional indicating that the cause of difficulty filling was not determined. Only 10cc of medication was injected, the reservoir was reset to 10ml volume. The low reservoir was set to 2ml. The subsequent refill allowed for all 20cc to be injected into the reservoir

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a physician regarding a patient who was receiving hydromorphone 15mg/ml at 4.4 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015-, during a refill, the physician was able to aspirate exactly what was expected (0.8ml). However, when the physician attempted to refill the pump, he was only able to fill the pump with 10ml and it would not let him inject any further. He aspirated the 10ml and injected it back several times and could never get more than 10ml in the pump. It was noted that the refill kit seemed to be working properly. The physician decided to leave the 10ml in the pump and bring the patient back early for a refill. No patient symptoms were reported. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.